Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2 millimeter inaccuracy. Deemed they were accurate on superficial anatomy but showing 2 millimeter lateral in deeper anatomy with both the short suction and the straight probe. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - a medtronic representative, following-up at the site, reported reviewing the tracer pattern. Points were not collected posteriorly. Recommendation to the site trace back behind the ears or around the head. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software investigation completed. Findings are that the tracer pattern is not optimal. Software is functioning as designed.

Manufacturer narrative:
A medtronic representative reported that he went over proper patient registration of tracing a bit more posterior with the surgeon. The next surgery went well with no issues. The instructions for use (IFU) that accompanies the device contains guidance on the recommended pattern for proper patient registration.